Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there was a prime issue with the pump. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/20/2015 with the following findings: there was no evidence of a lack of low battery warnings in the pump's black box. The pump performed the prime steps without any alarms occuring. The force sensor calibration was found to be within specifications. The pump was exercised for 24 hours with no loss of prime issues occurring.